Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T10 / pelvis fusion for adult scoli in (B)(6) of 2016. Both rods broke following a fall by patient. Broke between l4/l5 bilaterally. New rods/caps implanted (B)(6) 2016.